Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The death can be attributed to the progression of the patients disease process and underlying condition. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunctions, gastrointestinal bleed, renal dysfunction are, infection are all known potential adverse event associated with the implantation of all vads as outlined in the instructions for use.

Event description:
It was reported from the clinical date site that on (B)(6) 2015, patient presented to outside hospital due to left foot and great toe swelling, redness and pain. A foot x-ray was done which resulted as negative; he was also given prednisone taper for what was presumed to be gout on (B)(6) 2015. An x-ray showed no fracture and uric acid was 8.4. He was given a prednisone taper but foot remained painful. In the emergency department (ed) on (B)(6) 2015, the temperature was 103 f and blood pressure was 98 mmhg by doppler. On (B)(6) 2015, patient developed altered mental status and had difficulty speaking. On (B)(6) 2015, patient's wife called reporting that patients left foot was still red, painful, and not able to stand. Also, reported that patient had a black stool with red blood in toilet. Left anterior foot was edematous, tender, and red with a temperature of 100.3 f. He was also becoming gradually more lethargic on the day prior to admission, and in this setting, was admitted to hospital on (B)(6) . The white blood count (wbc) levels were 22.6 x10(9)/l (range: 3.5-9.1). Patient s wife then reported patient becoming more lethargic. Patient was then evaluated for possible cellulitis and gastrointestinal (gi) bleed. Patient`s blood culture on (B)(6) 2015 resulted in positive for (B)(6). There is also question possibility of septic joint or infection at another site. Patient was given vancomycin injection (inj) for one day on (B)(6) 2015 and piperacillin tazobactam inj (1 day). Patient denies any sick contacts or travel as per note. Per the primary team and registered nurse (rn), the patient has become progressively more lethargic over the course of the admission. There have been no interventions for the altered mental status yet; will continue to monitor for further symptoms and possible treatments. On (B)(6) 2015, patient was made do not intubate (dni) but not do not resuscitate (dnr) yet; medical management would be taken if he decompensates as per family wish. On (B)(6) 2015, patient was observed to have alteration in mental status once again. As per nurse in event note, patient was noted to be lethargic towards the beginning of the shift, but was then noted to be increasingly obtundent. A head computerized tomography (CT) was performed that day which indicated "a large area of cystic encephalomalacia in the left parietal the left parietal temporal region corresponding to the area of now chronic resolved hemorrhage in that location." As per note, the probable etiology for the progressive worsening of mental status may have been toxic-metabolic encephalopathy; most likely septic given leukocytosis, fever, and (B)(6) . On (B)(6) 2015, patient was placed on both dnr/dni. On (B)(6) 2015, patient also had a portable foot ultrasound which indicated "no acute bony, articular or soft tissue pathology identified"; he also had a portable ultrasound of the lower extremity non-vascular left limited exam which indicated "no evidence for abscess or fluid collection. "Patient also had low grade fever, was minimally responsive and had ongoing leukocytosis and persistent positive blood cultures on (B)(6) 2015. Per neurology note on (B)(6) 2015: patient was receiving oxacillin for staph cellulitis/sepsis. On exam: no response to verbal stimuli; when I straightened his head, he said "ouch" and he moaned to noxious stimuli" the neurology impression reads "metabolic encephalopathy of multiple cause, probably principally renal failure, but staph infection raises possibility of central nervous system (cns) spread even though systemic infection is being appropriately treated." On (B)(6) - 2015, patient had an electroencephalogram (eeg) that read 2 seizures. Patient was started on keppra 500 twice a day (bid), will continue to monitor. Patient`s mental status continued to decline until death on (B)(6) 2015. Neurology note on (B)(6) 2015 also read: "w bc 19.1 x10(9)/l (range: 3.5- 9.1); serum creatinine 2.49 mg/dl (range: 0.60-1.20); bun 96 mg/dl (range: 7-20); inr 2.6 (range 0.9-1.2); CT [head on (B)(6) 2015] shows hypodensity at site of prior intracerebral hemorrhage; eeg monitoring reviewed by physician: no evidence of epileptiform activity." However, as noted earlier, seizure x2 noted on (B)(6) 2015. On(B)(6) 2015, as per nurse practitioner (np) note, patient was noted to be stupors, responsive only to painful stimuli, laboriously breathing, with non-rebreather oxygen mask in place. Patient was made dnr/dni on friday and per family request was only request was only receiving analgesics for comfort, and keppra to assist with seizure activity. Subsequently, family discussed withdrawal of care and turning off left ventricular assist device (lvad). Palliative care and cardiology were notified. A family meeting was scheduled to occur later in the morning. On (B)(6) -2015 at 10:20am, patient's family notified the rn about the lvad alarm going off for no flow. As per note, np examined the patient, and patient was found to be unresponsive, asystole on telemetry, apneic, no breath sounds or heart sounds appreciated. Patient was then pronounced dead at 10:21am by doctor. The cause of death is known to be cardiac arrest. The lvad pump was subsequently turned off per family request. Patient's family declined autopsy. The patient events were not resolved at patient`s death. Patient was still on keppra at time of his death. No additional information available.